Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking catheter was confirmed; however, the precise root cause was undetermined. The product returned for evaluation was one 6.6fr s/l broviac catheter. Usage residues were evident throughout the sample. The catheter terminated 13cm distal of the clamping over-sleeve. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. The over-sleeve was separated from the crimp collar. The distal cross-section of the collar was elliptical. The edges flared outward at the apices. Tactile inspection of the sample revealed tensile weakness at the proximal end of the catheter tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from near the proximal end of the over-sleeve. Microscopic inspection of the leak site revealed a split located within the circumferential crimping impression near the proximal end of the over-sleeve. The split appeared to line up with one of the crimp collar apices. The split exhibited sharply defined granular edges. The split characteristics, location of the split and tensile weakness suggested that the observed catheter damage resulted from manipulation of the sample. The resulting interaction between the crimp collar and the catheter likely resulted in the observed leak. It could not be determined, however, to what extent the flared edge of the crimp collar contributed to the observed damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported that 3 days after placing, the catheter allegedly broke during use reportedly causing a leak of perfused product (parenteral nutrition) with an alleged risk of air embolism repair kit used.